Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20mm x 3.5mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and severely calcified proximal left anterior descending artery. After pre-dilatation was performed with a 1.5x15mm non-bsc balloon catheter resulting to 80% residual stenosis, a 3.50 x 20 synergy¿ drug-eluting stent was advanced but failed cross the lesion. The device was removed and it was noted that the proximal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.